Manufacturer narrative:
(B)(4). A visual analysis of the returned device found that the basket was in an extended position when received. An indention mark was found in the handle indicating correct assembly during manufacturing process. A functional test was performed and it was found that the thumbwheel would move freely in both directions. However, sheath would not move over the wire and the basket would not close. The device was disassembled and found that the pull wire was broken at its proximal end. The evaluation concluded that during preparation the device could have been manipulated. Moreover, the failure found (pull wire broken) could have been caused due to the excessive force or twisting of the device by the user. It appears that the encountered failure could have affected the device performance (the ability of the device to retract the basket). Based on the information available and the condition of the returned product it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure noted, therefore the most probable root cause of this complaint is ¿handling damage¿. The device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an optiflex¿ nitinol retrieval was used during a flexible ureteroscopy with laser procedure performed on, (B)(6) 2017. According to the complainant, during preparation, the optiflex basket was tested and it was found that the basket would not close. The procedure was completed with a different device. There were no reported patient complications as a result of the procedure. The patient¿s condition after the procedure was reported to be ¿stable¿. This event has been deemed a reportable event based on the investigation results; pull wire broken.